Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2021 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 400cc mentor memorygel breast implant and experienced left-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed on (B)(6) 2020 based on the patient¿s symptoms. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified gel breast implants on (B)(6) 2021.